Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and (B)(6) cannot be conclusively determined. Furthermore, a correlation between the report of suspected thrombus, stroke, and the patient outcome cannot be conclusively determined. (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) instructions for use (rev. C) outlines potential adverse events, which includes thrombus, stroke, and death, that may be associated with the use of the heartmate ii lvas. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy and international normalized ratio. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2018 due to a stroked related to pump thrombosis. The outcome was not considered to be device or therapy related.